Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and secondary collimator filter. System operates as intended.

Event description:
Customer reported collimator issues. No pt injury was reported.